Event description:
The customer reported to olympus that the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath had the ceramic tip loose. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the ceramic tip was detached. Other issues found were: the sealing ring was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely, the cause is related to wear and tear and/or improper handling by the customer (more specifically, the device being subjected to mechanical overload, impact, accidental dropping, etc.). It was unable to determine, if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined, if the damage was caused, during the last reprocessing of the instrument or during, its last use in a procedure. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. The suggested event is detectable, by handling the device in accordance with the following, section of the instructions for use: 4 before use: warning, infection control risk: properly reprocess the product before first and each subsequent use, following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning, risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.